Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and a lot of air was drawn into the vizigo short. After removing the catheter from the vizigo sheath, a considerable amount of air was aspirated from the side port of the vizigo sheath. Replacing the vizigo short to a new one resolved the problem. No adverse patient consequence was reported.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 09-jul-2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and a lot of air was drawn into the vizigo short. After removing the catheter from the vizigo sheath, a considerable amount of air was aspirated from the side port of the vizigo sheath. Replacing the vizigo short to a new one resolved the problem. No adverse patient consequence was reported. Device evaluation details: visual inspection, back pressure test of the returned device were performed following j&j medtech procedures. Visual inspection revealed that the shaft was bent. The hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed for the finished device number lot 60000500 and no internal action related to the complaint was found during the review. No bubbles were detected. The air flowback issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the shaft bent could be related to the manipulation of the device after the procedure, however, this could not be conclusively determined. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate; if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 20-may-2025 and it was indicated that both vizigo had the same issue, although, more air was observed in the first vizigo short sheath. Air was also seen in the second vizigo short sheath; however, the second sheath could be used with aspirating the air. The hemostasis valve (gasket) did not dislodge inside, nor outside the hub. The sheath was being used on the patient and no air entered the patient¿s body. No needle product was used with the vizigo sheath. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000500 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).